Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to check the patient line and the hp stated that there was air in the line. The tsr instructed the hp to cycle the power. The hp would disconnect from the machine and perform a manual exchange. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, he did not disconnect from the setup and nothing out of the ordinary was noticed during therapy. The hp followed up with this peritoneal dialysis nurse (pdrn) regarding the alarm. The hp stated he resumed therapy using new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.